Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed grip cable at the force amplification pulley location. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the prograsp forceps was detached from the holder at the front. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the part was only slipped. There was no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.